Event description:
It was reported that an aneurysm size was approximately 4mm x 4.5mm and was located from m1 to m2 in the right mca. The patient¿s vascularization was not that unusual, but the microcatheter was positioned slightly displaced from the center of the vessel upward and downward. When the implant of the web was half deployed and pushed, the implant was directed to the 11 o¿clock direction, but when the microcatheter approached near the aneurysm neck, the web directed downward. During the process, another physician suggested to shape the microcatheter, but the physician thought it would be difficult to direct the implant upward and decided not to shape the microcatheter. As the web (5/3) may be small in volume for the aneurysm, the length supported by the half-deployed condition was short and the implant became twisted. To resolve this condition, multiple cbct scans was performed. The implant was finally successfully deployed, although the web was found to be slightly undersized. However, the implant could not be detached as the light of the detachment controller turned green but immediately turned red, thus the electrical continuity was confirmed, but the implant was not detached. The implant was attempted to be detached outside the body, but the electrical continuity failed, and the implant was not detached. The v-grip was replaced with another to continue the procedure, but the implant was not detached. The implant was re-sheathed and retrieved. To continue the procedure, another web (5/4) was used and successfully deployed, but 20% of the implant was found to be protruding into the vessel. Therefore, the placement of the web was discontinued. The procedure was changed to sac and successfully completed. There was no health damage to the patient.

Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Investigation findings: items returned for evaluation: pusher, implant, introducer, controller items not returned for evaluation: n/a. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional. However, the pusher was found kinked at the hypotube to connector junction. Tested the returned device with an in-house controller and the returned controller and gave red lights. The delivery system resistance was measured to be out of specification due to the pusher kink. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The returned controller was evaluated and was found to be functioning as normal (see controller evaluation below). Controller investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.4v (specification: 11.2 - 11.8v) duration: 733.3ms (specification: 660 - 820ms) the wdc-2 board voltage and duration was found to be within specification. Investigation conclusion: the investigation of the returned web system found the pusher kinked at the hypotube to connector junction. The unit did not pass continuity and resistance testing. The kinked pusher may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but this damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Event description:
Please see section h11 for device investigation results.